Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6): product type programmer, patient product ID 97745 lot# serial# (B)(6): product type programmer, patient product ID 97755 lot# serial# (B)(6): product type recharger product ID 97745bp lot# nlh074935n: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6): this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) said for the last 3 or 4 days, every time they tried to recharge their ins they saw a message saying the controller battery was low when it was charged to 100%. Pt said they would disconnect everything and try again then after awhile they would be able to charge the ins. Pt inspected recharger (rtm) and controller port; pt said the rtm looked good and they do not notice it getting hot (only a little warm), however, pt said the controller port pins and the plastic around the pins looked worn. Pt also mentioned they were told previously how to take the battery out of their controller and couldn't get it out/had a hard time getting it out. No symptoms were reported. Pt called stating her battery pack is split. Pt states she met with rep yesterday and she looked at battery pack and its coming apart. Pt states she was sent rtm however still having this problem. Pt stated that she is still having issues. Pt reported the controller was replaced before - the controller screen stays white when she connects it to ac power for 30 min. Pt reported software problem message- intellis - 3.6 - 243 - qf_port.